Event description:
The pt called lifescan and alleged the one touch ultra meter control solution test was inaccurately high. The control result was 390 mg/dl. A medical affairs specialist unsuccessfully attempted to contact the pt to confirm the info. The pt stated on 2004 they went to the hospital for high readings. (400's mg/dl) they was treated with insulin. No symptoms reported. The customer care rep. Performed troubleshooting and twice the control solution test was not within range. (On one vial it appeared difficult to read the label) based on the info obtained from the pt there is indication the product malfunctioned, however insufficient info to indicate the product led to a serious injury. The test strips and control solution were replaced with return expected. No response letter sent.